Event description:
It was reported that the user experienced a rapid glucose decline after physical exertion and requested that the device¿s ¿glucose falling quickly¿ alert trigger regardless of being below 100 mg/dl, noting the current configuration did not alert before an urgent low soon condition. Symptoms included hypoglycemia. Outcomes included an urgent low soon event without hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction reported and that the alert operates per current design parameters that require glucose below 100 mg/dl with a rapid fall rate, which did not provide an earlier notification during the reported event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.